Event description:
It was reported that a safety mechanism failure occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "during a vvp (peripheral veinous access), once the catheter was into the vein, the hcw tried to retract the device. It got stuck, the needle remained outside. Precautionary measures, actions taken: evacuation of the catheter in the collector."

Manufacturer narrative:
Investigation summary: 1 photo was returned for investigation. The returned photo shows the tether foil was incorrectly assembled and 1 top web with batch #8338987. The tether foil was incorrectly assembled and this would have contributed to a needle retraction failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Since a sample was not returned a definitive root cause could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a safety mechanism failure occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: "during a vvp (peripheral veinous access), once the catheter was into the vein, the hcw tried to retract the device. It got stuck, the needle remained outside. Precautionary measures, actions taken: evacuation of the catheter in the collector."